Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice and 2nd strattice firm on (B)(6) 2023. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the 1st strattice.

Manufacturer narrative:
A review of the device history record for strattice lot sp200471 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b2, b3, b5, b7, d4, d6b, h4, h6.

Event description:
This is follow up#1 to report on 17/nov/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. This record captures the first listed strattice device lot sp200471-041. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice devices lots ¿sp200471-041,¿ ¿sp200503-106,¿ and ¿sp200531-007¿ on (B)(6) 2023. The patient underwent a ¿repair of recurrent defect due to non adherence of prior mesh, removal of old stretched mesh¿ on (B)(6) 2024 and replaced with a non-abbvie device, ¿bard phasix st - ref: 1203035. The form lists the conditions that were treated were ¿long infection, abscess, extensive hospitalization, seroma, pain¿ between jul/2023 and aug/2025. The patient was then treated for ¿mrsa infection¿ between (B)(6) 2023. The patient received treatment for ¿infection, pain, fever, abdominal wall fluid collection¿ between (B)(6) 2023. The patient received ¿pain management¿ from 2024-2025. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard phasix st - ref: 1203035,¿ on 12/jul/2024. The form does not indicate whether this device was removed or revised. The plaintiff also sought treatment for ¿edema, numbness, pain in left leg; informed it was nerve damage¿ in (B)(6) 2025. The plaintiff also received evaluation of ¿swelling, numbness, pain in left leg; informed it was not a vascula issue¿ in jun/2025. The plaintiff had a ¿nerve conduction test indicates signs of nerve damage involved in areas of scar tissue and fibrosis around the surgical site¿ between (B)(6) 2025. The plaintiff was also seen for ¿pain, referrals¿ from 2023 to 2025. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice and 2nd strattice firm on (B)(6) 2023. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This emdr is being submitted for the 1st strattice.